Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the patient developed an infection on the right atrial (ra) and right ventricular (rv) leads and they were removed. The (B)(6) ra lead explanted was a model 5076/52, sn (B)(6) and the rv a 5076/58 cm, sn (B)(6). Both (B)(6) leads implanted (B)(6) 2006 and explanted (B)(6) 2024. The patient remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164506.